Event description:
It was reported that the external pulse generator (epg) did not adjust the rate when the dial was adjusted down. The epg maintained the higher pacing rate. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the interconnect flex was out of specification. It was also noted that the lower case was contaminated.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.